Manufacturer narrative:
This report filed february 1st 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced fixture loss on (B)(6) 2015, subsequent to developing an infection at the implant site. The patient was re-implanted with a new device on (B)(6) 2016.